Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the impedance issue wasn't determined. The rep reported that the issue wasn't resolved. The rep reported that the lead was currently in use and would be eventually returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had lost portions of efficacy. Patient has had 2 falls, but did not remember specific dates. The manufacturer's representative (rep) reprogrammed to attain improved relief but contacts 1, 2, 4, & 7 were out of impedance/ "do not use". A revision is scheduled for (B)(6) 2019 and this lead will be replaced. Issue not resolved at this time. No further complications were reported/anticipated.